Event description:
The customer reported the autopulse li-ion battery (sn (B)(4)) has a low run time in the autopulse platform. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.